Event description:
The field reported one week post-implant, an increase in pacing threshold was observed and echo showed possible dislodgement with perforation. Weeks later, the pacing and sensing threshold had risen further. The lead was explanted due to perforation and infection.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Review of quality records.